Event description:
Information was received indicating that there was a leak in the bag of a smiths medical cadd cassette reservoir that was pre-filled with morphine mixture. The reporter indicated that this was seen in form of droplets between the bag and the plastic casing. There was no patient involved during this event. No adverse effects were reported.